Manufacturer narrative:
Intuitive has received the blue sureform 60 reload associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirmed the customer reported complaint. Upon visual inspection, the reload appeared to been used and fired without any issues. No damage found to the cartridge. The reload was disassembled in-house for inspection. No damage to the knife was observed. The system logs confirmed there were no firing failures. If additional information is received, a follow-up MDR will be submitted intuitive has received the sureform60 stapler instrument (part number 480460-08, lot # l91191224 0288) associated with this complaint and completed investigations. Failure analysis investigations did not replicate nor confirm the customer reported complaint. Based on the log review and in-house testing, the instrument did not show any firing failures. The instrument was placed and driven on an in-house system. The instrument passed initialization. The instrument clamped, fired, and unclamped successfully. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. The system logs reveal that the surgeon used a sureform stapler 60 instrument and successfully fired three blue sureform reloads. All firings were completed per the logs. The first two firings did not have any pauses for compression, but the 3rd firing had approximately four pauses for compression before completing. The system logs also show that this stapler instrument was replaced with another stapler 45 instrument. Based on the information provided at this time, this complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted colectomy surgical procedure, half the staple line did not have the staples stapled into the tissue. This occurred with the same stapler, and two reloads. As a result of the alleged stapler issue, sutures were placed to repair the incomplete staple line. However, at this time, the cause of the customer reported failure and intra-operative complication is unknown. Refer to the report with patient identifier (B)(6) for the second reload referenced here. Follow-up was attempted, but the patient information was either unknown, unavailable, or not provided. The expiration date is not applicable. The product is not implantable.

Event description:
It was reported that during a da vinci-assisted colectomy surgical procedure, half the staple line did not have the staples stapled into the tissue. It was alleged that while the surgeon was attempting to staple the bowel with a blue sureform stapler 60 reload, there was an incomplete staple line. This occurred with two different reloads using the same stapler instrument. As a result of the alleged issue, sutures were placed to repair the incomplete staple line, and there was a delay in the procedure. It was reported that there were no system generated errors, no tissue bunching, and the surgeon did not encounter any obstructions such as clips, staples, bone, or other hard objects between the instrument jaws. An intuitive surgical, inc. (Isi) clinical sales representative (csr) called into technical support after the procedure, stating that there were a few malformed staples, and they were sticking outside the staple line and had to be retrieved. The csr reported that the site had switched to a stapler 45 instrument to complete the procedure. On (B)(6) 2020, a nurse from the site provided the following additional information regarding the reported event: it was confirmed that the issue occurred in two different staple lines in the same procedure. The nurse confirmed the following: there was no additional bowel resected, the anastomosis was hand sewn to complete the staple line, the sureform stapler instrument functioned as intended, there was no clamping issue prior to the fire, and no buttress material was used. The nurse did not provide any information regarding patient demographics. Two blue sureform stapler 60 reloads were reported to have had the same firing issue. Refer to the report with patient identifier (B)(4) for the other reload.